Event description:
The pt was being lifted and the roll pin broke, causing the bar assembly and pt to fall a short distance to the floor. Pt suffered a small bump on the forehead, which was treated with ice.